Event description:
The customer reported white blood cell (wbc) vote outs (non-numeric results) and a green fluid leak of approximately 20ml around pinch valve vl12 on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not access the source of the leak and powered off the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015 and found torn tubing through pinch valve vl12b that caused the leak. Vl12b drains the complete blood count (cbc) waste chamber (vc11). The fse replaced the tubing and the instrument ran without leaks or voteouts. The repairs were verified per established service procedures. (B)(4).